Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 59 years old. The exact cause and date of death is not available at the time of this report; as there is no indication of specific serial number for patient information. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "clinical outcomes after primary prevention defibrillator implantation are better predicted when the left ventricular ejection fraction is assessed by cardiovascular magnetic resonance." Journal of cardiovascular magnetic resonance. 2020. 22:48. Doi: https://doi.org/10.1186/s12968-020-00640-0. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding clinical outcomes after primary prevention defibrillator implantation. The article reports patients implanted with implantable cardioverter defibrillators (ICD) that expired due to various unspecified causes. The status/ disposition of the icds is unknown. Further follow up did not yet yield any additional information.